Manufacturer narrative:
The field service engineer (fse) found that the analyzer pinch valves were compromised and replaced them. The fse flushed the lines with a bleach solution, replaced the pinch tubing, and performed operational and mechanical checks successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay and elecsys vitamin d assay results for 3 patient samples on a cobas e 801 analytical unit. The initial results were reported outside of the laboratory. The customer was prompted to repeat the samples due to multiple abnormal low signal errors occurring during patient testing. For patient 1, the initial tsh result from a lithium heparin tube was 0.005 uiu/ml with flag. The sample was repeated on another analyzer and the result was 2.23 uiu/ml. For patient 2, the initial vitamin d result from a serum separator tube was 120 ng/ml with flag. The sample was repeated on another analyzer and the result was 29.4 ng/ml. For patient 3, the initial vitamin d result from a serum separator tube was 120 ng/ml with flag and the auto-repeat result was 240 ng/ml with flag. The sample was repeated on another analyzer and the result was 94.4 ng/ml. The repeat results were deemed correct. The tsh reagent lot number is 63196601 and the expiration date is 30-sep-2023. The vitamin d reagent lot number is 66281501 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The alarm trace showed multiple sample foam detection alarms around the time of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.